Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device received with cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
Customer's father reported via phone call that the device alarmed motor error alarms. Customer's blood glucose was unknown. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.